Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead was disabled. During extraction of rv lead, the right atrial (ra) lead was dislodged. Ra and rv leads were explanted and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual and x-ray examinations noted the helix was stretched/ damaged consistent with procedural damage and clogged with blood/ tissue. Unable to test the helix mechanism test due to the damaged helix as received.